Event description:
It was reported that the patient used the implantable neurostimulator (ins) 100% of the time but the usage log only showed 66% usage. The ins log was reviewed which showed the ins was off on (B)(6), and was turned on at 9 a.m. In the morning on the (B)(6). When the manufacturer¿s representative (rep) re-questioned the patient she indicated that it was off for a couple of a days and she turned it on. It was noted the patient was a poor historian. The patient also stated she intermittently felt stimulation turn off. The manufacturer¿s representative (rep) further reported that she couldn¿t remember but thought she reprogrammed the patient. The healthcare provider (hcp) further reported that the cause of the event was determined and it was device related. The patient needed a new recharger on (B)(6) 2015. Reprogramming was not needed. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-33, lot# va01ddb, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-45, lot# v687756, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-45, lot# va01fg3, implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-45, lot# v495192, implanted: (B)(6) 2012, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).